Event description:
It was reported that the patient reported that when they try to charge their implanted neurostimulator, the implant will only charge to 50%. Patient stated that the controller has been acting funny for the last month or so, and that sometimes when they go to charge their implant, the controller does not recognize that the recharger is plugged in. Patient stated they can reset the controller, and when they reinsert the battery pack, the controller will recognize their recharger. Patient stated they normally can charge their implant to 100% in 45 mins to an hour, and in that time, the controller will charge to 50% then just stop. On the call, patient reset their controller and attempted to start an implant charging session. Patient confirmed no physical damage to their recharger cord, recharger pins, or controller port pins. Patient stated the controller did not recognize the recharger being plugged in. Patient then took the recharger out, and plugged it back in. Patient was prompted to start a charging session, and then saw batteries low replace controller batteries message. Patient stated they had seen this message on and off. Patient noted that the quality will fluctuate between good and excellent and that without doing anything, the recharging quality will flicker to good or excellent. Patient then stated sometimes the controller says recharging but it will not tell the patient if the quality is excellent or not. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back because they received the replacement controller but continued to see the batteries low replace controller batteries soon message when recharging the ins. Agent emailed repair for a replacement recharger. Pt called back in and stated now they are unable to advance checking the recharger. During the call pt reset the controller but was unable to advance past checking the recharger. Agent sent an email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97755-s lot# serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), event date is year valid h3: analysis of the recharger found controller wont power on when recharger is plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.